Event description:
A trilogy o2 ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The loss of power alarm did not sound. The device's printed circuit assembly board was replaced to address the issue. The device passed final testing and was confirmed to be operating as intended.